Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during angioplasty of the calcified common iliac artery, the fox plus balloon was inflated and ruptured at 10 atms. The entire balloon was removed from the pt anatomy without difficulty. After removal of the device, an non-abbott stent was successfully deployed. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant info.